Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed, the device could not be removed. The device safety release mechanism was activated, but the device did not release from the anatomy. After wiggling the device, it was removed from the anatomy and the tip was reported to be deformed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received fully clip deployed and in the access port retracted configuration. The deployed clip was not returned. The sheath was fully slit and undamaged and the delivery tube was undamaged and properly aligned for the access port retracted state. All four vessel locator wings (vlws) were broken and the pusher body joint was intact. The vlws were complete and securely attached to the vessel locator assembly. The broken vlws confirmed the reported event and deformed tip. The retracted positions of the device components indicated the safety release mechanisms functioned as designed. Damaged vlws can be caused by numerous factors including, but not limited to, manufacturing, user technique and/or anatomical conditions. During manufacturing, all devices are visually inspected for proper vlw manufacturing, deployment and retraction. A sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. There was no report of any anatomical conditions that would have contributed to the reported event. User technique may have played a role, but it could not be confirmed. During device deployment, distal directional forces can be applied to the deployed vlws from tissue compaction between the distal end of the clip delivery tube and vlws during the deployment of the thumb advancer and travel of the delivery tubeset through the tissue tract. This may prevent correct vlw retraction into the delivery tube after clip deployment, even bending and in some cases causing breakage of the vlws and may possibly be due to an insufficient nick and spread incision. However, there was no report of difficult insertion or deployment of the device, indicating the nick and spread incision was sufficient. A cause for the reported difficult to remove and deformed tip could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Fifteen unused sterile starclose se devices with the same lot number, 10819j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.